Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirmed the handle is broken; the tightening knob and plate are missing from the handle. The root cause is attributed to heavy usage and suspected mis use. The lot number indicates the instrument was manufactured in february 2010. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation may be re-opened.

Event description:
Wooden flexible osteotome handle is broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.